Event description:
On (b(6) 2018, a reporter (patient¿s wife) for the patient contacted lifescan (lfs) (B)(4)alleging that the patient¿s onetouch verio flex meter was reading inaccurately high compared to his feelings and/or normal readings. The following complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the product issue began at an unspecified date and time on a morning. The reporter stated that the patient obtained an alleged inaccurate high blood glucose reading of ¿226 mg/dl¿ with the subject meter compared to his feelings/normal result(s). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It was not reported how the patient usually manages his diabetes and the reporter denied that the patient made any changes to his usual diabetes management regimen in response to the alleged high result. Some time after the alleged product issue occurred, the patient ¿started sweating¿ and he immediately was admitted to the hospital where his blood glucose reportedly was measured at ¿24 mg/dl¿ on the hospital meter. It was not specified what treatment the patient received in the hospital. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the test strips had been stored properly and were within expiry date. The csr noted that the patient did not have control solution available to perform a quality control test. The patient¿s wife refused to get the meter and test strips replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.